Event description:
Additional information was reported indicating that the patient's scs leads were determined to be fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced with a single scs octrode lead, and therapy was restored.

Manufacturer narrative:
A patient experienced high impedances on one of their leads was reported to abbott. It was determined both leads were fractured and replaced with only one octrode lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedances on one of their leads. The patient noted experiencing increased pain. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000088223.